Event description:
It was reported that the patient experienced right coronary artery (rca) coronary spasm. During a procedure to treat atrial fibrillation, after applying 11 ablations to the left superior pulmonary vein (lspv) with the farawave pulsed field ablation catheter, rca coronary spasm occurred when trying to move on to the left inferior pulmonary vein (lipv). The procedure was completed. The device was received for analysis and investigation is still in progress. It was further reported that st segment elevation was observed in all 12 leads of the EKG. When confirmed on ice, there was also a change in heart motion. There was almost no ef. An angiogram was also performed to check, and no blockage was found. Nitroglycerin (ntg) and 6mg of adenosine were administered to the patient. No further information is available. It was further reported that there was no narrowing on the angiogram, but st segments were elevated in all 12 leads on the EKG. It was not confirmed whether spasm was evident on ice, but a significant decrease in cardiac output was confirmed.

Manufacturer narrative:
Additional information was provided in section b2 outcomes attrib to adv event, section b5 describe event or problem, section d9 device avail for evaluation, section d9 returned to manufacturer date, section h3 device eval by manufacturer, section h6 patient codes and section h6 impact codes.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual examination revealed no visual abnormalities. Functional testing revealed no abnormal resistance, and deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted.

Event description:
It was reported that the patient experienced right coronary artery (rca) coronary spasm. During a procedure to treat atrial fibrillation, after applying 11 ablations to the left superior pulmonary vein (lspv) with the farawave pulsed field ablation catheter, rca coronary spasm occurred when trying to move on to the left inferior pulmonary vein (lipv). The procedure was completed. The device was received for analysis. It was further reported that st segment elevation was observed in all 12 leads of the EKG. When confirmed on ice, there was also a change in heart motion. There was almost no ef. An angiogram was also performed to check, and no blockage was found. Nitroglycerin (ntg) and 6mg of adenosine were administered to the patient. No further information is available. It was further reported that there was no narrowing on the angiogram, but st segments were elevated in all 12 leads on the EKG. It was not confirmed whether spasm was evident on ice, but a significant decrease in cardiac output was confirmed.

Manufacturer narrative:
Correction to section h6 patient codes, code e0613 was added.

Event description:
It was reported that the patient experienced right coronary artery (rca) coronary spasm. During a procedure to treat atrial fibrillation, after applying 11 ablations to the left superior pulmonary vein (lspv) with the farawave pulsed field ablation catheter, rca coronary spasm occurred when trying to move on to the left inferior pulmonary vein (lipv). The procedure was completed. The device was received for analysis. It was further reported that st segment elevation was observed in all 12 leads of the EKG. When confirmed on ice, there was also a change in heart motion. There was almost no ef. An angiogram was also performed to check, and no blockage was found. Nitroglycerin (ntg) and 6mg of adenosine were administered to the patient. No further information is available. It was further reported that there was no narrowing on the angiogram, but st segments were elevated in all 12 leads on the EKG. It was not confirmed whether spasm was evident on ice, but a significant decrease in cardiac output was confirmed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced right coronary artery (rca) coronary spasm. During a procedure to treat atrial fibrillation, after applying 11 ablations to the left superior pulmonary vein (lspv) with the farawave pulsed field ablation catheter, rca coronary spasm occurred when trying to move on to the left inferior pulmonary vein (lipv). The procedure was completed. The device is expected to return.